Manufacturer narrative:
The event reported is an anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was returned for evaluation and a longitudinal and radial balloon burst was confirmed. The inflation balloon single wall thickness was measured along the edges of the burst location and the measurements met the specification. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, balloon burst events during valve deployment have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to calcification in the landing zone or over-inflation of the balloon. In this case, the complaint balloon burst was confirmed based on returned product evaluation. Available information suggests patient factors (calcification) likely contributed to the event as 3mensio revealed the presence of calcification in landing zone. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted.

Event description:
Edwards received notification from a field clinical specialist that a patient underwent transfemoral tavr with a 26mm sapien 3 ultra valve. As reported, during inflation of the commander delivery system, the balloon ruptured. The valve was approximately 90% inflated. The valve was positioned nicely and stable. The degree of calcium in the annulus/leaflets was moderate. No extra volume was added to the balloon prior to the inflation. The commander was able to be removed with no issues. A 25mm true balloon was prepped and used to post dilate the valve. There was not excessive force loading the valve. Valve loading was performed in a straight segment of the aorta. The stj measured 27.3 x 30.9mm. The patient tolerated procedure well. The device will be returned for evaluation.